Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262022. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause, and leakage and clamping testing of retention samples taken from lot 8262022 were unable to provided a duplication o this event. Unfortunately without being able to duplicate this failure mode on site, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the bd intima ii¿ IV catheter prn adapter a nurse found blood leakage from unscrewed prn port when clamp was sealed after CT ended. The nurses were trained how to use clamp correctly. There were two occurrences.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima ii¿ IV catheter prn adapter a nurse found blood leakage from unscrewed prn port when clamp was sealed after CT ended. The nurses were trained how to use clamp correctly. There were two occurrences.